Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that stated that a patient received insufficient local anesthesia when the listed medical device was used. It was necessary to place patient under general anesthesia during the procedure. No adverse effects to patient reported.